Event description:
In late 2008, the lay-user/reporter contacted lifescan alleging that a one touch ultra meter had an "error 4" issue. The patient tests her blood glucose twice a day. She tests before breakfast and at bedtime. The patient manages her diabetes by taking set dosages of amaryl, an unspecified type of insulin, and another unknown oral medication. The reporter was unable to provide additional details of the patient's medication regimen. The reporter indicated that the alleged meter issue started the same day, at 8:00 am. The reporter claimed that because of the meter issue, the patient was unable to test her blood glucose that morning. The reporter stated that during the time the patient was unable to test, the patient ate breakfast and lunch as usual that day. She also took her medications as prescribed. According to the reporter, the patient developed symptoms of sweating and confusion around 1:30 pm that same day. The reporter treated the patient with food which helped to relieve her symptoms. The reported meter issue was resolved with troubleshooting. The meter and test strips were replaced. This complaint is being reported due to the following conclusion: the reporter claimed that the patient developed symptoms suggestive of severe hypoglycemia after the alleged meter issue began. The patient reportedly developed symptoms of sweating and confusion about 5 1/2 hours after the alleged issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.